Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. In (B)(6)2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6)2015. In (B)(6)2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case was found as duplicated from (B)(4). This is the remaining case. All relevant information was transferred from deleted case. Date of birth was updated. No new follow-up information was received from the reporter. This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). This patient experienced pelvic pain approx. 3 years after its insertion. Essure was removed. This event is listed in the reference safety information for essure. Considering the positive temporal relationship and the safety profile of the product, in agreement with the investigator, a causality of essure for the event cannot be entirely excluded (related). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: patient recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). This patient experienced pelvic pain approx. 3 years after its insertion. Essure was removed. This event is listed in the reference safety information for essure. Considering the positive temporal relationship and the safety profile of the product, in agreement with the investigator, a causality of essure for the event cannot be entirely excluded (related). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Lot number: 958709 manufacturing date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: extension of expected date of next report. This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). This patient experienced pelvic pain approx. 3 years after its insertion. Essure was removed. This event is listed in the reference safety information for essure. Considering the positive temporal relationship and the safety profile of the product, in agreement with the investigator, a causality of essure for the event cannot be entirely excluded (related). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: denies concomitant diseases, drugs to treat adverse events and medical history. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). In (B)(6) 2015, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: that the outcome was: recovered with treatment (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.